Manufacturer narrative:
Concomitant therapies: pre-treatment with isopropyl alcohol 70% and 4% chlorhexidine gluconate. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported that a patient was injected by another hcp in the cheeks with unspecified juvéderm® voluma¿ and in the jawline with juvéderm® volux¿. Three months later, patient has covid vaccine. Three months later, patient could ¿feel the filler in the jawline area, but it¿s not visible, only [patient] can feel small nodules in jawline where volux was injected¿. That same month patient came with hcp to have injected 1 ml of juvéderm® voluma¿ with lidocaine in the chin, c1 and c6. Patient was pre-treated with isopropyl alcohol 70% and 4% chlorhexidine gluconate. 2 weeks later patient attend follow up and everything was fine; nothing felt in the chin. The month after the injection, patient attended the facility ¿with one nodule in the middle of dao area¿, also described as "granuloma in the lateral area of marionette line". No biopsy noting "granuloma" was provided. It was ¿visible even though there was no filler injected in this specific subunit, basically it¿s the same place of the entry point of the cannula¿. Hyaluronidase was injected directly in the ¿granuloma¿. The status of the event is unknown. This is the same event and the same patient reported under MDR ID# 3005113652-2022-00590 (allergan complaint #(B)(4), MDR ID# 3005113652-2022-00578 (allergan complaint #(B)(4). This MDR is being submitted for the second suspect product, juvéderm® voluma¿.

Event description:
Healthcare professional (hcp) reported that a patient was injected by another hcp in the cheeks with unspecified juvéderm® voluma¿ and in the jawline with juvéderm® volux¿. Three months later, patient has covid vaccine. Three months later, patient could ¿feel the filler in the jawline area, but it¿s not visible, only [patient] can feel small nodules in jawline where volux was injected¿. That same month patient came with hcp to have injected 1 ml of juvéderm® voluma¿ with lidocaine in the chin, c1 and c6. Patient was pre-treated with isopropyl alcohol 70% and 4% chlorhexidine gluconate. 2 weeks later patient attend follow up and everything was fine; nothing felt in the chin. The month after the injection, patient attended the facility ¿with one nodule in the middle of dao area¿, also described as "granuloma in the lateral area of marionette line". No biopsy noting "granuloma" was provided. It was ¿visible even though there was no filler injected in this specific subunit, basically it¿s the same place of the entry point of the cannula¿. Hyaluronidase was injected directly in the ¿granuloma¿. The status of the event is unknown. This is the same event and the same patient reported under MDR ID#: 3005113652-2022-00590 (allergan complaint#: (B)(4), MDR ID#: 3005113652-2022-00578 (allergan complaint#: (B)(4). This MDR is being submitted for the second suspect product, juvéderm® voluma¿.

Manufacturer narrative:
Correction: aware date [parent] was initially sent as 26/aug/2022. The corrected initial aware date [parent] should be 2/sep/2022.